Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the left anterior descending (lad) artery. After deploying the 2.25x24mm taxus express2 atom stent, the physician was unable to withdraw the stent delivery system (sds) balloon. Multiple inflations and deflations were made for a period of 10 minutes. After inflation to 16atms, the balloon popped free. The balloon was removed intact. No pt complications were reported. The pt status reported as "ok/fine". Additional info was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the compliant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).